Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 22 mmol/l (396 mg/dl) between 1 and 4 hours of wearing the pod. The spouse reported that the patient¿s omnipod malfunctioned after application on the abdomen the prior afternoon, resulting in high bg levels. The nurse advised immediate pod replacement, which resolved the issue after some time. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The device was received for evaluation with the exposed portion of the soft cannula found to have a tear, as fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.